Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was unknown. (B)(4).

Event description:
The customer used a 6f sheath and 035 the protege gps stent was inserted and when the set screw was loosened to deploy the stent, the operator noticed the strain relief was separated from the handle. It was removed and another gps was used. No patient issues. Evaluation of the returned device found the manifold cap to lock housing bond had separated. Clear fluid was noted within the stop-cock tubing. The stent and distal assembly were examined: no abnormality or deformity was noted. The customer experience of the protege gps stent delivery system handle separating was confirmed. The returned protege gps stent delivery system exhibited a sonic weld separation. The root cause of the sonic weld separation could not be determined.